Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed. The reported separation issue was confirmed. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. The investigation determined the reported separation and difficulty removing the device from the guiding catheter appear to be related to operational context; however, the reported deflation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: as the 5.0 x 12 mm nc trek balloon dilatation catheter (bdc) was being withdrawn, it was noted that the catheter was moving back but the balloon wasn't. The site of the separation was the shaft of the bdc, not the balloon as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal circumflex coronary artery with no tortuosity and mild calcification. Post balloon angioplasty, the balloon of a 5.0 x 12 mm nc trek balloon dilatation catheter (bdc) appeared to have completely deflated and was therefore attempted to be withdrawn from the lesion. The balloon met resistance with the unspecified guide catheter and became stuck. A collection of contrast was noted at the tip of the balloon indicating that the balloon of the bdc had not fully deflated. Although no force was applied, the balloon separated from the bdc and remained in the brachial artery. A snare was used to remove the balloon. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.